Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hit the act button and insulin pump screen went blank. Customer blood glucose level was unknown. Customer also stated that the insulin pump had issues with the act button. The insulin pump will not be returned for analysis.